Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported when advancing the diamondback 360 exchangeable orbital atherectomy device (oad) to a heavily calcified 100% stenosed left posterior tibial with glideassist, the viperwire advance peripheral guide wire became fractured. Due to the lack of support from the fracture wire, the driveshaft became fractured at the crown. Attempts were made to retrieve the fractured components with balloon angioplasty and snare, however were unsuccessful. The fractured component were contained. The procedure was completed with ballooning. The patient was stable. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.